Manufacturer narrative:
The reported events of high pacing impedance and high capture threshold were not confirmed by analysis. As received, a complete lead was returned in two pieces for analysis. Final analysis did not find any anomalies except for procedural damage. No anomalies were detected.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited a high pacing impedance and high capture threshold. The ra lead was explanted and successfully replaced. The patient was stable.